Event description:
It was reported that the clinic was concerned over possible premature battery depletion as the battery for subcutaneous implantable cardioverter defibrillator (s-ICD) battery showed 15 percent remaining. Device data was sent to engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.